Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to the patient could not tolerate the lens. The patient could not adapt to it despite giving her nearly 3 months. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report will be filed for the left eye. It was reported that an intraocular lens (iol) was explanted from the patient's left eye as the patient could not tolerate the lens. The iol exchange proceeded uneventfully and the new johnson & johnson dib00 lens was put in the bag. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. If explanted; give date: the exact date of explant is unknown, the best estimate is 6 weeks earlier than (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In reviewing the initial MDR, it was noticed that the patients eye was addressed inappropriately in b5 as the right eye. The correct eye was the left eye. Therefore, it is captured in this supplemental report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.